Event description:
It was reported that the customer's insulin pump alarmed during rewind/prime. The blood glucose reading was 5.8mmol/l. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with a constant alarm due to faulty connector on the mother board. Unable to verify the prime alarm due to constant alarm. The insulin pump received with protruded/loose drive support disk, cracked case at the display window corner, broken reservoir tube lip, minor scratches on lcd window, cracked lcd window and cracked battery tube threads. The dome label sticker is attached to the end cap.